Event description:
It was reported that the system displayed a generator error. The system shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.